Event description:
During the periodic programming history review, it was found that an interrupted system diagnostic test or partial programming event occurred which caused an unintended change in the patient¿s vns settings. The settings were corrected within the same visit; however, the off time was changed to 30 minutes, leaving the patient with less than or equal to 2% duty cycle. No adverse events have been reported as a result of this occurrence.

Manufacturer narrative:
Analysis of programming history.